Event description:
It was reported that during implant that a dislodgement was noted on the left ventricular (lv) lead. The physician elected not to use the lv lead. The patient condition was unknown.

Manufacturer narrative:
Correction: to missing b3 event date.

Manufacturer narrative:
The lead was returned due to lead dislodgement. As received, a complete lead was returned in one piece. Electrical, mechanical, and visual analysis was normal with no anomalies found.